Event description:
I began treatment with the arp electrical stimulator in 2006 for herniated disks, after 2 weeks of daily treatments I was very sleepy all the time. I spoke to rep about this. He said it was not uncommon, little did I know then, that it was a symptom of overstimulation of my parasympathetic nervous system which is controlled by the autonomic nervous system. Thereafter, I was assured it would be more effective in treating my pain to increase my treatment areas, they were increased to 2-3 areas of my back, buttocks, legs, etc., per day and symptoms became worse. As symptoms progressed, more treatments and more areas were always recommended to resolve the problems. At one point, colt thompson used the arp electrical stimulator on my occipital ridge -base of my skull- at high voltage and I nearly passed out. After speaking to dr - chiropractor and business partner to rep - he noted that it should not be used in such a way and that I should not allow that procedure to be done again. Within a few days of that, the arp was used on every major muscle group of my body at highest output. The following four days, I was flat on my back in bed, my body only produced urine twice per day and I was too weak to bathe for four days. On the 4th day, I began to research what may be going on and I spoke to dr. He advised me that I had overtraining and we talked about the overstimulation of my autonomic nervous system and that I was going to need a lot of rest to recover. Initially, I thought this problem would clear up quickly, but it dragged on for months and I have had recurring bouts since initial onset. My recovery has been slow and unsupported by rep. Despite the fact that I have reached out via phone and email during the initial onset as well as on a number of occasions about this, his position has been consistent in that it was not caused by the arp. I have spoken to numerous experts in the field of overtraining, electrical stimulation, biomedical engineers, electrical engineers and many other alternative medical providers about this problem and have done extensive research as well. All conclude that my autonomic nervous system was overstimulated to the point of near shutdown. There have been numerous symptoms throughout my recovery as my body struggled to heal and recover many of which mimic that of those who have had to recover from electrocution. I have extensive documentation on this. Thus far, rep only remedy has been to say that I do not owe him anything for treatments, however, he still sends me a bill. I also know of at least one other case of improper use of this machine that caused detrimental health. I am told there are others but all have been freed of their bill in order to cover the ongoing improper use of the equipment. I have also learned that denis has no medical training but claims previous med school and other education in his seminars that are still offered regularly. This practice overall is in violation of several state and federal regulations and makes numerous false claims. Send him a pt you will see. There are numerous references to denis "expertise" and training on the web as well in sports articles etc. I have been told they are untrue. I have also contacted the manufacturer of the product - therastim to learn why this adverse event was not reported. Dose or amount: highest voltage. Frequency: daily. Dates of use: three months in 2006. Diagnosis or reason for use: herniated disks. I have a billing -hard copy of dates- from 2006 from the arp office.